Manufacturer narrative:
The specimen was collected in 5ml bd hemogard tubes. The initial specimen was stored at room temperature and processed within 2 hours of specimen collection. Qc was performing within specifications. A field service engineer (fse) compiled, prepared and electronically transmitted the raw data for 2 additional samples analyzed for the same patient raw data analysis indicated that histogram patterns were not significant enough for the software algorithm to set blast flags. Per labeling, beckman coulter suggests using all available options to optimize the sensitivity of instrument results.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the coulter lh 780 analyzer failed to provide a blast flag for a single patient specimen containing 20% blasts. The presence of blast cells was confirmed by manual review. Complete manual smear results were not provided. No erroneous results were reported outside of the laboratory. MDR #1061932-2011-00808 was submitted documenting this initial run. The sample was rerun later in the day on 2 additional lh 780 analyzers and similar results were obtained (i.e. The instrument failed to flag balsts). This MDR documents the first rerun and 1061932-2011-00810 documents the second rerun of this sample. There was no death, injury or affect to patient treatment. The results provided by the customer are shown in the attachment.